Manufacturer narrative:
Correction a4- weight. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue. Patients ipg site is still sore but improving.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. As a result, surgical intervention may be undertaken to address the issue.